Event description:
Reporter stated that patient's blood glucose was measured, using the suspect device, with a result of 75 mg/dl. Reporter indicated that at the time the result was obtained, patient was yelling and speech was difficult to understand. Reporter suspected that patient might be having a stroke and phoned emergency medical services for assistance. Upon their arrival, 5 - 10 minutes later, patient's blood glucose reportedly measured 41 mg/dl, on paramedics' device. Patient was treated with orange juice with added sugar. No additional treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.